Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an surgical procedure on an unknown date and suture was used. During the procedure, the tip of the needle was crashed and could not pass though the tissue. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/24/2016. H6: conclusion code 71: representative samples were returned for evaluation. They were visually examined and no defects were found. H-6 conclusion code 67: the actual needle was returned for evaluation. The tip of the needle was examined and was found to be cut. Additional testing will be performed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/30/2016. Additional information: d10. H-6 conclusion code 61: the actual needle was returned for evaluation. Additional evaluation of the fracture surface reveals that the tip of the needle does not appear to contain a fracture. The fracture surface contained an oxide covering the surface. Solidification type features, indicating melting, were also observed. These observations are consistent with a material that was exposed to a heat temperature condition.